Event description:
While walking on the beach the patient experienced a syncopal episode. Hospital evaluation determined the patient had a sustained monomorphic v tach induced with atrial pacing, rate 206 beats/min /w r bundle, r inferior axis as well as polymorphic v tach induced by program stimulation of ventricle. The patient was taken to the or where the incision was made. The old pacer was delivered into the wound and the old unipolar r ventricular pacing lead was found to be fractured and in two pieces. Half of the rv lead was removed from the field. The chronic atrial lead was also found to be fractured so it also was removed. This was verified by x-ray which showed 2 areas of fracture in the insulation. Using gentle traction the old right atrial lead was unable to be removed and a laser was utilized to remove both leads entirely (each one was removed as two separate pieces) also utilizing constant monitoring by tee and fluoro.